Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h6, h10 unique device identifier (UDI): (B)(4).. The mayfield base unit was returned for evaluation: the reported complaint was confirmed via inspection of the unit. The base handle had been closed without the 6-inch transitional installed, deforming the handle hole. Additionally the transitional teeth and shock cushion were worn. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A business & finance servcies manager reported that the locking lever of the a2101 mayfield ultra base unit was not holding as intended. There was no patient impact and no known delay in surgery.